Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple wall adapters. There was no reported impact to the customer¿s blood glucose. Reportedly the customer would continue to use the pump for insulin therapy. The customer also had manual injection supplies available.